Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the operating room for device change out due to normal eri. Externalized conductors were observed via diagnostic imaging. The lead remains implanted, and the patient will be monitored.